Event description:
During procedure oil dripped from the end of the motor into the surgical site. The surgeon reported that oil continued to drip from the motor while running away from the sterile site. A second system was used to complete the procedure. Excess irrigation was used to flush the surgical site. There was no patient impact reported.